Event description:
In 2000, a left upper arm part placement was made in the left basilic vein with the catheter tim in the superior vena cava. In 2001, the pt had percutaneous retrieval of fractured catheter fragment from indwelling left arm chemo-port due to malfunctioning and swelling around access site.